Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the non-union is undetermined. The root cause of the nail migration is suspected to be full weight bearing on a non-union. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. This failure does not indicate a defect in the product. A minimal risk is associated with this failure. Sign fracture care international continues to monitor these events as part of our post market surveillance activities.

Event description:
We became aware on 12/3/2018 that a sign fin nail implanted to repair a fracture was replaced due to a non-union with nail migration. The fin nail was replaced with a 10mm x 360mm standard im nail per the sign technique manual. Surgeon comment: "patient had closed fracture 1 month ago due to mtc. Orif with retrograde fin nail. On clinic reviews, he c/o knee pain. X-ray - nail migration to the joint. Fin nail extracted from the knee. Standard nail inserted retrograde through the knee but on the newer hole."